Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having a reservoir that leaked past both o-rings. The customer stated that she had been having high blood glucose levels and that the reservoir compartment smelled of insulin. Nothing further was reported.